Event description:
Surestep enhanced meter was reading inaccurately erratic. The patient reported blood glucose results of 456 mg/dl, and 401 mg/dl with the lifescan meter, performed within 10 minutes of each other. The patient also reported blood glucose results of 380 mg/dl and 227 mg/dl with the lifescan meter, performed within 10 minutes of each other. They contacted a medical professional for advice; however, no further treatment was sought. The customer service representative was unable to walk the patient through troubleshooting as the control solution had expired. The patient was unable or unwilling to describe how they had been cleaning the meter. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's test strips and control solution were replaced.